Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 29mm portico ng valve was implanted on (B)(6) 2022. The patient remained hemodynamically stable throughout the procedure. On (B)(6) 2022, the patient had syncope, first degree heart block and left bundle branch block. The patient had a pacemaker implanted. No patient consequences reported and no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 29mm portico ng valve was implanted on (B)(6) 2022. The patient remained hemodynamically stable throughout the procedure. On (B)(6) 2022, the patient had syncope, first degree heart block and left bundle branch block. The patient had a pacemaker implanted. No patient consequences reported and no additional information was provided.

Manufacturer narrative:
An event of "first degree heart block", "left bundle branch block" and "syncope" was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.